Event description:
The manufacturer received information that the patient reportedly passed away before receiving the replacement dreamstation auto CPAP device, and the device was no longer needed. The daughter was instructed to send the device back with the return label. Additional information has been requested regarding the details of the reported death. No medical intervention was reported. The manufacturer's investigation is ongoing. The device has not yet been returned to the manufacturer for evaluation. A follow-up report will be submitted when the manufacturer's investigation is complete.